Manufacturer narrative:
Results - based upon evaluation of user facility information and pictures of involved sample; based upon testing of reserve sample. Conclusions - based upon evaluation of user facility information and pictures of involved sample; based upon testing of reserve sample. The involved device is currently in shipment to the manufacturing facility for evaluation. However, photographs of the device have been examined. Visual inspection of the photographs of the involved device confirmed that the catheter material had been damaged, and eventually, separated into 2 pieces. Inspection and testing of the retained sample from the reported lot confirmed that there were no defects or anomalies. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined, the event description and returned sample appearance are consistent with the catheter having been damaged as a result of continued attempts to withdraw the device against resistance. The device labeling does address the potential for such an event in the warnings/precautions section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. A follow-up medwatch will be submitted if any significant new information is obtained from direct examination when the sample is received by the manufacturing facility. (B)(4).

Event description:
Please see the user facility medwatch report # (B)(4) that was received from FDA on (B)(4) 2010, for the complete event description. The primary information of the uf medwatch states: after multiple attempts to cannulate the left common iliac artery, the physician was able to get a wire over into the left internal iliac artery... A 4 fr. Catheter was placed, and tracked into the left internal iliac system. The stiff guidewire was then exchanged for a superstiff wire to allow better access... The 4 fr. Catheter was withdrawn with the intent to place a larger sheath... And magnified imaging revealed that there was still a portion of the catheter remaining in the left common and internal iliac artery (approx. 6 in). A 4 fr. Snare catheter was placed over the wire and snared the catheter at its distal end. The catheter in its entirety was retrieved. The procedure was able to be completed and patient tolerated the procedure well.